Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was removed, but the lead was left implanted, because the patient¿s body rejected it. The caller wanted to know if the patient would be eligible for an MRI with only the lead implanted. The caller was not sure when the ins was removed. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1705a, implanted: (B)(6) 2016, product type: lead. Evaluation code method and evaluation code-result from prior report apply to both the ins 3058, serial number: (B)(4) and lead 3889-28, lot number: va1705a. Evaluation code-conclusion code from prior report applies only to the ins 3058, serial number: (B)(4) and evaluation code-conclusion code in this report applies only to the lead 3889-28, lot number va1705a. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported having their interstim removed in august and noted that ¿for some reason the health care physician (hcp) left pieces of the leads in.¿ the patient reported that they were reacting to the leads and rejecting them and noted that rejection was why it was removed to begin with. The patient wanted to know what the leads were made of as the incision wouldn't stay healed and that the pieces of the lead were messing with their nerves. The patient also noted that they had itchy blisters on the outside of the skin. The patient continued that they needed to know what the lead pieces were made of so when they got their insurance back and they could talk to their neurosurgeon, so they would know how bad it would be when they could finally have it removed. There were no further complications reported.